Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed during the prime and that insulin continued to drip after the motor stopped. The blood glucose reading was 16.4 mmol/l. The drive support cap appeared normal. It was advised that the customer disconnect from the insulin pump and treat per a health care professional's instruction. The insulin pump was not returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform functional test due to compromised force sensor system alarm anomaly. Unable to perform prime/fill test due to compromised force sensor system alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window, cracked lcd window and missing reservoir tube o-ring.